Event description:
Ous MDR - after an estimated implantation period of 78 months, oversensing was reported. No adverse patient side effects have been reported. The implant date was not provided.

Manufacturer narrative:
Only the distal segment was received for analysis. The inspection revealed multiple abrasion marks as well as a damaged insulation at the distal part of the lead segment. This insulation damage can be considered to be the root cause of the clinical observation. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. Further inspection revealed severe intra-operative damages i.e. The insulation was found damaged, presumably as a result of laser extraction, and the rv shock coil was found severely deformed and damaged due to mechanical forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.